Event description:
The most recent interrogation prior to the event was (B)(6) 2020. Starting (B)(6) 2021, the patient reported having lost coverage and benefit for their right lower extremity pain as well as having discomfort on the left side. The patient reported having an increase of constant pain in her right leg. Conflicting information was reported which indicated that the patient started experiencing more sciatic pain sometime in 2020. Interrogation occurred on (B)(6) 2021, and the right side was reprogrammed for adequate coverage/relief. The left side was also programmed in case the patient needed it. The patient was also prescribed tizanidine hcl 4 mg tablets prn for additional pain relief. The reprogramming targeted the patient's pain very well. The patient noted that they saw another manufacturer representative around (B)(6) 2021 and that manufacturer representative took away half of their programming/settings and their pain returned. Device pain was noted on (B)(6) 2021. The patient has been able to adjust some of their settings and get some relief. Additional information was received. It was reported that the patient has lost some benefit for her right lower extremity pain and is now having discomfort on the left side also. Loss of efficacy with her spinal cord stimulator device there are low impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the etiology of this event is ¿programming/stimulation- due to programming¿, and is ¿related¿ to device or therapy, ¿not related¿ to implant procedure. Device (neurostimulator) reprogrammed on (B)(6) 2021 and (B)(6) 2021. This event was resolved on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.